Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The pump had intermittent button response due to corroded keypad traces. The pump had cracked display window corner and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 50 mg/dl. The husband stated that the buttons were not responding. The husband stated that the pump could have been exposed to sweat. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.